Event description:
It was reported that the indication for intra-aortic balloon pump (iabp) therapy was pre-surgical for cardio. While in the angiography department the intra-aortic balloon (iab) was prepped and inserted sheathless via the right common femoral artery. When the catheter was introduced over the spring wire guide and when passing it through the introducer, the balloon filled with blood because it was detached from the tip. The iab was removed and replaced with a new iab. There was a delay in iabp therapy; however, there was no impact on the patient due to the delay. There was no reported patient death, injury or complications. An update received from the quality system manager, (B)(4), clarified that the md did not have to surgically remove the tip. The tip was removed manually. The tip was detached from the catheter. When inserting the iab the md used only the accessories that the kit hs to make the insertion. The patient did have adipose tissue, but in normal amount. It was noted that the introducer refers to the introducer that the kit has to make the insertion of the iab.

Manufacturer narrative:
(B)(4).